Event description:
It was reported that the epg (external pulse generator) was sent to the biomedical engineer because it shut off immediately when the battery was removed, while it was being tested prior to use on a patient. The biomedical engineer stated the battery voltage of the battery in the epg was 9.5v (volts). He let the epg run for two hours, then opened the battery drawer, and it shut off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, the ring cover and both bail covers were broken, the battery contacts were compressed, the battery drawer was damaged and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that the device battery removal test failure was due to a capacitor failure. (B)(4).